Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample to sample variability, differences in testing methods, and may also be due to the low viral load of the sample. Sample to sample variability could be a factor and can occur due to when sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how sample was stored prior to testing (sample degradation); or inadequate sample collection. Comparison of two samples collected at different times may yield varying results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 using cobas liat (s/n (B)(4)) on (B)(6) 2022. A new sample was collected and tested on a different cobas liat (s/n (B)(4)) which yielded a negative result for all targets. This recollected sample was run on a different platform (eplex system) and generated a sars-cov-2 negative result. It was indicated that a sample from the same patient was tested on (B)(6) 2022, however, the provided data indicated that the sample was tested using cobas liat (s/n (B)(4)) on (B)(6) 2022 and generated a negative result for all targets. The positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.